Event description:
Report received from the USA stating that the device had leaking air. The device was not being used during surgery. There were no injuries but it is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).